Event description:
The customer complained that lower than expected vitros amon results were obtained from a single vitros lpv ii fluid using vitros amon micro slides on a vitros 5,1 fs chemistry system. Vitros lpv q3913 results: 118.5, 141.6, 142.7, 138.1 mol/l vs expected 179.9 mol/l. Biased results of the direction and magnitude observed may lead to inappropriate physician action, should they occur undetected on patient samples. The customer made no allegation that patient samples were affected, however the investigation cannot conclude that patient sample results were not, or would not be affected if the event were to recur undetected. There were no reported allegations of patient harm as a result of this event. (B)(4).